Manufacturer narrative:
Based on the results of the investigation, the noisy image was due to a faulty plug unit. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the scope had a noisy (snowy) image. There was no patient involvement.